Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure the surgeon, surgeon checked outside the patient's body, but the clip was not loaded. After that, the shaft of the device has come off the handle part. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo clip ii 10 mm clip applier instrument. During functional testing the handle could not be cycled. It was determined that the c-clip that holds the shaft to the body was damaged. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was partially applied with seventeen remaining clips. The instrument was received with the shaft disengaged. The "c" clip was received in the body of the instrument. Microscopic evaluation noted the c-clip was damaged. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause was identified as a quality issue with a component obtained from a third party supplier. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.